Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the pump not working. A hole in the pump tubing was found. No patient complications were reported.